Event description:
My first day of training at the (B)(6) center for my medtronic 670g insulin pump I inserted the guardian sensor as the instructor instructed it filled with blood. I was told to try it anyway but it may fail and I would have to replace it. Five hours later, it did fail and I had to change it. I had 4 others from that lot fail, 3 for blood and 1 that looked perfectly normal but the pump said it failed. I ice the area down before insertion as I was instructed. I have been on an insulin pump for 14 years and never had issues like this. Alarms go off numerous times a day requesting bg or calibration most of the time right after I have done so. I have had numerous sleepless nights because of said alarms. Medtronic keeps telling me I just need to adjust and fine tune it, but yet my healthcare team sees no changes are needed. Last week the sg said 385 but when I checked my bg it said hi on the meter which is 600 plus. An hour before the meter said it was 240. I even used a different meter and it said hi as well.